Manufacturer narrative:
Correction is being made to previously submitted b3 - date of event, the correct date was (B)(6) 2026.

Event description:
No additional information from the customer.

Event description:
It was observed that during the device evaluation, the duodenovideoscope had peeled adhesive around light guide lens and forceps cannot be inserted smoothly into the instrument channel. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.